Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung transplant procedure, the stapler was unable to fire. The handle allowed them to fire one reload but would not fire a second reload. They opened another handle in order to complete the case. There was no injury caused to the patient and no medical intervention was required.